Event description:
It was reported that the ivc filter fractured. Approximately four years post implant, the physician identified the filter had fractured, and pieces of the filter were lodged in the patient's heart and lungs. The patient underwent an "interventional radiological and surgical procedure" to remove a piece of the filter.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.